Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the balloon bond the detached balloon bond was confirmed to be 150mm, and the distal markerband is present in the detached balloon the distal portion of the inner is stretched medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was discharged home after surgical removal of the balloon via endarterectomy of the common femoral artery and a three-day hospital stay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no packaging damage was observed. There were no problems removing the device from the hoop/tray. The device was prepared according to the IFU. No embolic protection device was used. An inflation syringe was used to inflate the balloon with visipaque 320 - nacl mixture 1:1 inflation fluid. The device did not advance through a previously implanted stent. A bd halo one 6fr 45cm brand of sheath (french) and a terumo advantage fa14" 300cm guide wire was used. The entire superficial femoral artery and the femoropopliteal junction were then dilated with an amphirion deep 4 x 150 mm balloon catheter. During withdrawal, the balloon became stuck at the sheath and tore. The entire balloon catheter (4 x 150 mm) separated from the shaft and remained in the common femoral artery. After an extended attempt to retrieve it with a snare catheter and an aspiration catheter, removal was not possible. Therefore, a vascular surgical endarterectomy of the common femoral artery and removal of the balloon were performed. The patient was then transferred directly to the operating room for vascular surgery (removal of the balloon). No further patient injury reported for this event